Event description:
It was reported that pump battery would not charge and that customer later experienced a persistent fill estimate discrepancy after using cold insulin and then refilling cartridge with room temperature insulin, as well as pump display showing incorrect insulin values. There was no reported impact to the customer¿s blood glucose level. Customer initially continued to use current pump and tried new cartridge and room temperature insulin, but issue remained, so technical support provided guidance on proper cartridge loading, arranged further troubleshooting, and ultimately sent replacement pump with updated software while instructing customer on storage mode, return process, and setup of replacement pump. Customer will continue to use current pump.